Manufacturer narrative:
The reported lot number, oml4022503, could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time.

Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted into the patient on (B)(6) 2004. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
Additional information received on (B)(6) 2013 stated that the patient experienced pain, suffering, disability, impairment, loss of enjoyment of life, emotional distress, and disfigurement.